Event description:
Boston scientific received information that interrogation of this pacemaker prior to a routine replacement procedure revealed that the lead safety switch (lss) feature had been activated due to low out of range pacing impedance measurements less than 200 ohms. Further review of stored device memory revealed that pacing impedance measurements had decreased from 800 to 900 ohms to 500 ohms approximately five months ago and then continued to decrease. Upon opening the pocket to replace the device, the header was observed to be separated from the device case. Additionally, blood was observed in the rv setscrew. Testing of the chronic rv lead on a pacing system analyzer (psa) and through the replacement device noted acceptable pacing impedance measurements of 500 ohms, and sensing and thresholds were also noted to be within normal limits. The device was successfully explanted and replaced and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. An x-ray of the device found that ventricular tip header wires were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers and/or header flexing that occurs while implanted may cause fractured header wires due to cyclic fatigue and result in out of range impedance measurements, as was noted in this case.